Event description:
A physician reported a certas valve (828801pl) was implanted with setting 1 for over 5 years. The patient was seen in the emergency room with symptoms of shunt failure and a valve that was set to 5. The physician tried all the techniques to change the valve settings to 1 but was unsuccessful. Therefore, the valve was removed and replaced. The patient presented all normal hydrocephalus symptoms.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve ((B)(6)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve failed the test for programming. The valve passed the test for occlusion, leak, reflux and siphon guard. Only leaked from the needle hole in the needle chamber. The pressure test could not be performed because the device cannot be programmed. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the rotating construct, on the ruby ball and on the arm assembly. Root cause analysis - the possible root cause for the issue reported by the customer, could be due to the biological debris and protein buildup found during the investigation that may interfere with the valve.

Event description:
N/a.